Manufacturer narrative:
A philips technical consultant (tc) worked remotely with the onsite biomed who identified broken cables in closet. The tc instructed the biomed to use the video cable from the e-link in the closet to get the central up and running. The next morning the tc went onsite and swapped out the two broken hdmi cables and reconnected the e-link to the kvm console in the closet. The tc went to the nurse station and verified video was working at the central as well as the remote displays. The device remains in clinical use at the customer's site.

Event description:
The customer reported that two central stations are down. The device was reported to be in clinical use. No adverse event to a patient or user was reported.